Manufacturer narrative:
D10 concomitant products: sigtrsb45axt 45mm xtr thk reinforced rel. (Lot#: n2l0576y). Unk-sigadapt, unknown signia egia adapter. (Sn:unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted the returned video contained a view of a sleeve gastrectomy procedure. The surgeon was noted to be using a handle, adapter, and a reload to create the gastric sleeve. At 0:00, the reload was unfired. The surgeon pressed the close key and the knife blade advanced. The firing speed was noted to decrease to slow mode when firing and the knife blade stopped at the 3cm cut mark. The surgeon waited 30 seconds before pressing the close key to continue firing at 0:39. The knife blade advanced another 5mm before stopping. Again, the surgeon continued the firing at 1:08. The knife blade advanced to the 2cm cut mark before stopping. The surgeon continued firing at 1:29. The knife blade advanced slightly beyond the 2cm cut mark. The knife blade advanced slightly again at 1:54 and 2:28. The knife blade was just short of the 1cm cut mark at 2:28. The knife blade advanced again at 2:48, reaching the 1cm cut mark. The close key was pressed at 3:09 but the knife blade advanced very little. The surgeon was asked about which screen was being displayed on the handle and the surgeon described the excessive load screen. Several seconds later the camera was moved over to the handle display and the excessive load screen was seen. At 4:11, the close key was pressed again and the knife blade advanced a very small amount. A beep was emitted from the handle after the knife blade had stopped. The surgeon pressed the open key at this time and retracts the knife blade fully. The distal sutures were not noted to be released at this time and the reinforcement material was still affixed to the distal end of the cut line. The surgeon was seen to cut the reinforcement material from the reload cartridge. The distal end of the cut line was noted to have incompletely formed staples as the reload was partially fired. The surgeon was seen to remove these incompletely formed staples from the tissue. It was reported that the device initially fires, but failed to complete the firing cycle, and detected an excessive load. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, in transection of the stomach tissue, the reload had stopped about two millimeters before completion of the firing sequence. When the surgeon checked the powered handle, there was a high force graphic displayed. The surgeon retracted the mechanism, cut the reinforced sheet, then removed the partially formed distal staples, and the next firing was made across the affected area.